Manufacturer narrative:
(B)(4).information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure something happened with the trocar. Unknown how the case was completed. There were no patient consequences.